Event description:
Customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accu tni) result generated by the access 2 immunoassay system. The first serum sample obtained from the patient gave no value upon testing for accu tni with a qns (quantity not sufficient) flag. Upon re-testing, it gave a value of 3.15ng/ml. A plasma sample obtained from this patient gave a result of 0.01ng/ml and another serum sample from this patient also gave a result of 0.01ng/ml. The erroneous result was reported outside of the laboratory. It is unknown if there was an effect to patient or user with regard to this event.

Manufacturer narrative:
Sample was collected in li heparin plasma and serum that was centrifuged for 15 minutes at 4500 rpm. System check was performed in 2009 and met specifications. Qc was initially out of specifications high but passed upon repeat testing. A field service engineer (fse) was on-site eight days later: (a) fse performed the precision pump modification. System check and qc was within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.